Manufacturer narrative:
A visual and microscopic examination found that the stent had moved on the balloon 8mm distally from the distal edge of the proximal markerband. Proximal and distal stent damage was identified. The proximal stent struts rows 1 to 6 were misaligned. The distal stent strut rows 2 to 6 were damaged. The outer diameter (od) of the damage found on the proximal strut rows was measured at approximately 1.55mm. The od of the damage found on the distal strut rows was measured at approximately 1.61mm. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. The od of the middle stent area where no damage was present was measured at approximately 1.12mm. The balloon was tightly wrapped and was not subjected to any positive pressure. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Determined to be reportable based on analysis completed on 04/28/2009. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The 90% stenosed lesion was located in a severely tortuous and non calcified obtuse marginal branch of the left circumflex. First, a non bsc stent was implanted in the distal left circumflex. Then, the 2.50x28mm taxus liberte was advanced to the lesion and was unable to cross. The lesion was then predilated with a non bsc balloon. The procedure was completed with another of the same device. Patient status listed as "no problem" with no complications reported. Device analysis revealed stent damage.